Event description:
On (B)(6) 2024, the patient was prepared for their implant procedure, received general anesthetic, and was under anesthesia for at least sixty minutes. The implanting clinician attempted to place the spinal cord neurostimulators multiple times without success. A microdisc/laminotomy procedure was performed to help introduce the neurostimulator into the canal. However, additional attempts at placement were unsuccessful. It was concluded that the patient has spinal stenosis and it was completely obstructed. The implanting clinician declined to continue further, the incisions were closed, sterile dressings were applied, and the patient was transferred to pacu. The patient was stable in the pacu.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the target nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. However, the implanting clinician was unable to implant the neurostimulators due to the patient having spinal stenosis. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has spinal stenosis (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.